Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated with injection. The customer is very brittle diabetic, take a while for blood glucose to come dome. The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 250 mg/dl. The customer has air bubbles in the reservoir. The customer was advised to deliver a 5 unit fixed prime/fill cannula until air bubbles are no longer visible. The customer stated currently no air bubbles and troubleshooting was discontinue due to not experiencing air bubbles.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.